Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at the first use, the device did not fire. It was reported that the handle broke when the surgeon squeezed the handle. The surgeon changed the device to complete the case. No patient injury.